Manufacturer narrative:
Model number/catalog number:sc-2218-50. Serial number: (B)(4). Batch/lot number:14898377. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient ipg was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.